Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing during atrial arrhythmias. The lead was also reportedly oversensing and exhibiting fluctuating sensing measurements. It was also reported that the right ventricular (rv) lead exhibited fluctuating sensing measurements. The leads remain in use. No patient complications have been reported as a result of this event.